Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and further information obtained when the local technovigilance (tv) analyst contacted the patient for greater detail. The patient stated that at 11am on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿258 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication of metformin (1 tablet every 12 hours), diet and exercise. She reported that after obtaining the alleged inaccurate result, she took exercise, and she advised the tv analyst that she decided to take 2 tablets of metformin. She reported that she developed symptoms of ¿dizziness, blurred vision, blurred eyes and endurance of hands¿. She stated that as a result of the symptoms, she contacted a private clinic and at 3pm on (B)(6) 2018, where she obtained a blood glucose result of ¿63 mg/dl¿ on the doctor/clinic meter and was given a piece of candy by a hcp to ¿get her sugar level up¿. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient confirmed that she was using the correct test strips which had been stored correctly and were within expiry date. She did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event requiring hcp intervention, after obtaining an alleged inaccurate result on the subject meter.